Event description:
Additional information was received that the patient's device was disconnected because the patient passed away. The physician does not suspect or allege that any abbott products caused or contributed to the patient's death.

Event description:
During a remote follow-up, a loss of bluetooth (ble) telemetry was suspected on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.